Event description:
It was reported by a sales company rep on (B)(6) 2011, the fiber forward fired at 15,385 joules. Also, the customer reported that during the procedure, the forward firing condition was noticed after the power parameters were increased and the tissue was not vaporizing efficiently. Observations with the fiber aiming beam was that the aiming beam was faint through the side firing opening and the aiming beam was leaking out of the distal tip of the fiber, which created a halo effect. An observation leading up to the incident was that there was inefficient fiber vaporization at all power levels. There were no error codes that were displayed on the console. Per the company rep, the event did not cause any issues with the pt.